Manufacturer narrative:
The field service engineer adjusted the gear pump pressure and replaced the gear pump head. He performed qc and had acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient tested on a cobas 8000 c 702 module. The patient's initial creatinine result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial creatinine result was 109 umol/l. The patient's repeat creatinine result was 78 umol/l. The creatinine reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.